Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Inflation difficulty was confirmed empirically based on event description, and evidence of a full circumferentially torn sheath's distal tip. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. While there was no evidence indicating that a manufacturing non-conformance may have contributed to the complaint, the investigation shows that the reported event may be related to device interactions, caused by a circumferential tear at the sheath's distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, imaging review confirmed the torn tip. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a tavr procedure with a sapien 3 ultra resilia valve, after the delivery system reached the tip of the esheath+, resistance encountered as it exited the sheath caused damage to the sheath tip, and the detached fragment remained attached to the delivery system. During expansion of the sapien 3 ultra resilia valve, the damaged sheath tip impeded balloon expansion, resulting in incomplete expansion on the lv side of the bioprosthetic valve. Despite this, the valve was successfully deployed in an appropriate position by performing slow inflation and maintaining tension on the delivery system. Upon identifying evidence of tip detachment, a cerebral protection device was used; however, no debris was captured. A review of the fluoroscopic images suggested that the detached sheath fragment had become trapped and fixed between the s3ur valve and the lvot.